Event description:
Adverse event(s): "no injury" (no consequences or impact to patient). Product problem(s): "mark on lens" (no code available [iol (intraocular lens) implant]); "unapproved viscoelastic" (use of device issue). A surgical technician reported a mark was noted on an intraocular lens (iol) before surgery. There was no patient impact.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/11/2010 by mail. A completed questionnaire was received on 05/26/2010. (B) (4). (B) (4).